Manufacturer narrative:
The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed that the date and time were previously set on 02/26/2016. It is likely that the controller was not left connected to external power source enough time to charge the internal battery. The hvad controllers have an internal battery (bt2) with the sole purpose to back-up the date and time. Additionally the log files showed a vad disconnect alarm logged on 02/06/2016, this indicates disconnection of the driveline from the controller. Analysis revealed that the device passed visual examination and functional testing. The most likely root cause of the reported event can be attributed to the real time clock was reset to zero most likely because controller had not been connected to external power for extended periods. Per the instructions for use (IFU): there are no known clinical factors that could have contributed to this event. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all times. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported that there was a real time clock error on back up controller. The time would could not be set after trying two times by vad coordinator. The device was exchanged. The patient tolerated the exchange without any issues.